Event description:
The ncs pump was infusing midazolam (0.3mg) to the patient throughout the morning of [redacted]. At around 1600 on, the primary rn (registered nurse) looked at the pump and noticed that the total volume delivered (tvd) had not changed after the green/play button was pressed to deliver the dose. The primary rn noticed the syringe had not moved from its original line prior to administering the dose. The pump alarmed with "infusion complete", but no dose was given to the patient at that time. This occurred three times, each time the pump notifying the rn that the dose was administered but no medication was delivered. [Redacted] team was notified, pump was replaced and x3 doses of sedation were uncharted as the patient did not receive them.